Event description:
The event is reported as: the device was brittle and breaking when the curvature was being reshaped; which is a common practice with this device. Unk when alleged defect was found. No pt injury reported.

Manufacturer narrative:
Device sample is not available for investigation. No accurate lot number was provided. Complaint cannot be confirmed since the sample was not available for investigation. The manufacturer will continue to monitor and trend relating complaints.